Event description:
It was reported that this right ventricular lead and associated implantable cardioverter defibrillator were explanted due to infection. Additional information was received indicating the patient had expired approximately two weeks post-explant. The cause of death was not provided and no other information was available.